Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper led digits display does not illuminate. It was determined that the d2 on the system board is defective. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that 2 rad 5's were unboxed today and it was noticed that there were missing led lights in the spo2 window. It would cause an error in reading the value. No known impact or consequence to patient.